Manufacturer narrative:
The commander delivery system and esheath were not returned to edwards lifesciences for evaluation. Without the devices, visual inspection, functional testing and dimensional analysis could not be performed. No case imagery or device photographs were provided for review. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. As the complaint was not able to be confirmed, a complaint history review is not required. Per the instructions for use (IFU) and training manuals have been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per the instructions for use (IFU) and training manuals correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Note: maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1 ? 2 cm. Note: in expectation of high friction, use short movements. During the manufacturing process, the asc4 inflation balloon undergoes multiple 100% visual and dimensional inspections. The flex tip assembly and bonding, and balloon pleat/fold undergo 100% visual and dimensional inspections. During final inspection, the entire device undergoes 100% distal to proximal inspection by both manufacturing and quality. Additionally, all lots undergo product verification (pv) testing on a sampling plan prior to release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was not able to be confirmed due to the unavailability of the device. Therefore, a manufacturing nonconformance was unable to be determined. Based on DHR review and lot history review, there is no evidence to support a manufacturing non-conformance contributed to the complaint. Per complaint description, ¿heavy resistance was met as the balloon entered the esheath. The delivery system was then advanced, and any additional fluid within the balloon was drawn out. While closely monitoring the device under fluoro, another attempt to retrieve the delivery system was performed. Retrieval of commander was then successful¿. Additionally, +2cc of volume was used to inflate the balloon. It is possible residual fluid remained in the balloon, resulting in an enlarged balloon profile contributing to withdrawal difficulty through the sheath. Per the training manual, the user needs to ¿ensure the balloon is completely deflated¿ prior to removal through the sheath. Although a definite root cause could not be confirmed, available information suggests procedural factors (residual fluid) may have contributed to the difficulties encountered during the withdrawal of the delivery system. In this case, an iliac artery injury occurred. Procedural factors (device withdrawal difficulties, device manipulation) that may have contributed to the complaint event. No IFU/labeling/ training manual inadequacies were identified. Therefore, no corrective or preventative action nor pra is required at this time.

Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during a transfemoral tavr procedure, a 29mm sapien 3 valve was inserted and advanced through the 16fr esheath without any reported issues. The valve was successfully deployed in the intended position. Valve function was then assessed with ideal outcome. As the commander delivery device was being retrieved, heavy resistance was met as the balloon entered the esheath. The delivery system was then advanced, and any additional fluid within the balloon was drawn out. While closely monitoring the device under fluoro, another attempt to retrieve the delivery system was performed. Retrieval of commander was then successful; however, the resistance felt from pulling the commander caused the esheath to fold on itself (mushroom effect) as well as kink. At this point, the patient became very hypotensive. Angiograms were then taken with confirmation of a right common iliac perforation. Vascular intervention was needed and an endograft was deployed. All bleeding was contained, and patient stabilized. At the time of the report, the patient was in stable condition. The valve remains implanted in the patient.